Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery alarms. She gave herself about 4 units but the insulin pump stopped at 2.2 units. Customer's blood glucose level was 559 mg/dl. The customer treated her high blood glucose level with 13 units using a syringe. The device was not returned.